Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, while in the hospital for a non diabetes issue, the wake button was inadvertently pressed triggering a button stuck alarm that caused the pump to suspend insulin delivery. The customer experienced a blood glucose (bg) of 400 mg/dl and diabetic ketoacidosis. Reportedly the customer was treated intravenously with fluids of saline and insulin. Customer was not released from the hospital at the time of reporting. Additionally, it was reported that the pump reset unexpectedly. The customer loaded a new cartridge and resumed insulin delivery successfully. Customer¿s blood glucose level was 100 mg/dl.